Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Via maude report # (B)(4). The patient went to the cardiologist complaining of tiredness in the early summer of 2014. The doctor saw something on the stress test that looked suspicious. She was scheduled for an angioplasty and a 2.75x20mm promus premier stent was implanted. She felt better after the stent. Slowly over the next few months, she began to feel worse. Her hair is falling out, she is short of breath and her arthritis has increased exponentially. She attributed it to the blood thinners and the cholesterol medicine, which she was to discontinue this summer. It dawned on her that the stent might contain nickel. The patient indicates she is extremely allergic to nickel according to the tests she underwent back in the 80's.